Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00404 for the advanix¿ biliary stent and manufacturer report # 3005099803-2015-00402 for the naviflex¿ rx delivery system. It was reported to boston scientific corporation that an advanix¿ biliary stent was used in a percutaneous bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, the devices were tested prior to the procedure, and no resistance was found during preparation when delivering and releasing the stent. During the procedure, the naviflex¿ rx delivery system guide catheter and advanix stent were delivered to the target site. It was noted by the physician that while advancing the device to the target site, the distal side of the delivery system and the stent were bending near the papilla of the duodenum. The stent was implanted and the naviflex¿ rx delivery system guide catheter was removed from the patient. The guide catheter was inspected and found that the black distal tip of guide catheter detached inside the patient. The detached portion of the guide catheter was left within the patient and procedure was completed with the percutaneous biliary drainage (ptbd). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The following day, the patient returned to the hospital. An x-ray revealed that the detached portion of the guide catheter and the stent had migrated into the small bowel. Reportedly, ¿both devices likely passed naturally¿.

Manufacturer narrative:
Exact patient age is unknown, however, patient reported to be over 18 years of age. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.